Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed called back and stated that they re-ran calibration and received error 80 (water check time out ¿ unable to reach calibration temperature) in an arctic sun device. Expected 8 actual 28.5. Flow rate (fr) was 1.7, chiller temperature (t4) was 8.8, mixing pump command (mpc) was 100 percentage. Mixing pump failure. Biomed requested quote for 2k pm. System hours were 5649 and pump hours were 5526.9 biomed stated that during calibration the device displayed error 80 (water check time out ¿ unable to reach calibration temperature). Biomed was unaware that they needed to record the actual and expected values. The calibration test unit (ctu), using was past due for calibration, and biomed stated they would try to calibrate again using another calibration test unit (ctu). Biomed would call back with expected and actual values if error occurred during calibration using calibration test unit (ctu) that was in cal.

Event description:
It was reported that the biomed called back and stated that they re-ran calibration and received error 80 (water check time out ¿ unable to reach calibration temperature) in an arctic sun device. Expected 8 actual 28.5. Flow rate (fr) was 1.7, chiller temperature (t4) was 8.8, mixing pump command (mpc) was 100 percentage. Mixing pump failure. Biomed requested quote for 2k pm. System hours were 5649 and pump hours were 5526.9 biomed stated that during calibration the device displayed error 80 (water check time out ¿ unable to reach calibration temperature). Biomed was unaware that they needed to record the actual and expected values. The calibration test unit (ctu), using was past due for calibration, and biomed stated they would try to calibrate again using another calibration test unit (ctu). Biomed would call back with expected and actual values if error occurred during calibration using calibration test unit (ctu) that was in cal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.